Event description:
My surgeon used the medtronic infuse which caused me significant pain and required me to see a doctor frequently after surgery and has me constantly worried about whether things will get worse.